Manufacturer narrative:
Concomitant products-alinity ci-series system software ln # (B)(4). Correction/removal number: 3016438761-07/30/21-002-c. Further investigation into this issue noted that the clean ict drain tip procedure was performed incorrectly that may potentially cause issues such as damaged connection or leaking connections. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions 3.2.3 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version 3.3.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported ict drain tip tubing fitting pulled off while performing monthly maintenance on alinity c processing module. There was no impact to patient management and no exposure or harm to user was reported.